Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a line coming away from the hub and a leak is confirmed, and the cause is likely use-related. The product returned is one broviac 6.6 fr single lumen catheter, reportedly from a brov 6.6fr s/l cath & pik kit (cat no 0600540). Visual observation found that a clamp, a needleless injection clamp, and a proximal section of cvc catheter were returned for evaluation. The oversleeve at the luer hub was separated from the luer hub. The end of the oversleeve appeared to be very straight and clean. No printing was visible on the clamping sleeve. Pulling the hub and catheter body apart slightly, it could be seen that he inner tubing also manifested a large break in the wall such that there was a clear path from the inside of the catheter to the outside. The catheter luer hub stem was visible through this hole. What appeared to be dried blood was visible between the clamping sleeve and the next layer of tubing. Some residue was found on the catheter and the clamp, some of which resembled dried blood. The needleless injection cap was unremarkable. When the crimping sleeve was broken in half and the inside exposed, it was found that no remnants of the clamping sleeve remained inside. Tactual evaluation showed that the device in general manifested tensile weakness. Microscopic evaluation of the hole in the outer tubing found a hole in the inner tubing. Several cuts were made in the outer sleeve in order to better visualize the hole in the inner tubing. The break surface of the inner tubing was found to be very granular and irregular. The end of the clamping sleeve had a very regular and even edge, but did not manifest striations or glossiness, which would be expected from a sharp instrument cut. Three layers of tubing could be seen. Two more holes were found within the inner tubing at the distal end of two keys 180 degrees apart. The holes at the distal end of the two hub keys were found to pierce both layers of tubing, resulting in a leak path from the inner lumen to inside the clamping sleeve. The tensile weakness and granular break in the inner tubing near the luer hub stem, the displacement of the clamping sleeve from underneath the crimp collar, as well as the two holes in the inner tubing at the corner of the hub keys, suggest tensile stress damage. This tensile stress damage may have resulted in both the pulling of the clamping sleeve from under the crimp collar and also the wearing of a hole in the two smaller pieces of inner tubing. The holes appear to have formed through friction against the stem and keys. It is known that the repair occurred over five months after implantation of the device; a manufacturing issue such as crimping inadequacy would likely manifest itself before this time. In addition, such an inadequacy would not alone explain the hole within the inner tubing. This complaint is therefore determined to be likely use-related.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huzb1779 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Facility contact reported that a repair was done on a broviac catheter on (B)(6) 2016. They stated that the line completely pulled away from the hub. The "clamp here" writing was not still present on the line. No patient injury reported. On (B)(6) 2016- a partial tear was observed just distal to the luer adapter. Attached cir states, sl 6.6 broviac-outside lumen pulling away from hub. Mother noticed bloody tpn leaking from the hub of the line.